Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) on (B)(6) 2018 due to an elevated blood glucose (bg) level. Reportedly, the customer attempted to deliver 60 units of insulin to address bg level. Although requested, the customer declined to provide information regarding the reported ER visit.